Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent a full system explant. The ICD device, right ventricular (rv) lead and right atrial (ra) lead were explanted due to unknown product performance anomaly. A new replacement system was implanted successfully. No additional adverse patient effects were reported. No additional information received at this time. Subsequent additional information received that indicated the full system explant of this implantable cardioverter defibrillator (ICD) system was due to right ventricular (rv) lead perforation and patient discomfort. No additional adverse patient effects were reported. The ICD system was returned to facility awaiting analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent a full system explant. The ICD device, right ventricular (rv) lead and right atrial (ra) lead were explanted due to unknown product performance anomaly. A new replacement system was implanted successfully. No additional adverse patient effects were reported. No additional information received at this time.